Event description:
It was reported from the (B)(4) study that he patient present for two months post implant non-invasive induction check. Device interrogation showed that the right ventricular (rv) lead threshold was elevated and had a variance with repeated threshold performed. It was also reported that under fluro lead appeared unchanged. Therefore the rv lead was attempted to be repositioned. The helix was retracted which required 15-20 rotations. After repositioning the lead the physician was unable to extend the helix therefore the lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and analysis indicated that the helix disengaged from the helical channel. It was also noted that there was blood in/on the helix/lobe mechanism.